Manufacturer narrative:
It was reported during follow up that the antibiotic treatments were discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once every three days, ongoing, route not reported) and ceftazidime injection (1 gram, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.